Event description:
It was reported that during testing conducted at the manufacturer, the drill heated up. This event did not occur in a surgical environment, so there was no patient involvement. No user injury was reported, and no adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was returned to the manufacturer for an unrelated issue and upon evaluation, an overheating condition was discovered. Internal components were evaluated and extensive corrosion was discovered within the motor assembly and bearings. Additionally, the required lubrication was missing with the bearings. The presence of corrosion, and lack of lubrication can lead to increased friction between rotating components, resulting in heat being generated.